Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The pump ran with infrequent hesitations and eventually would alarm 'belt slip'. He found that the drive belt was damaged. He replaced the drive belt. The unit operated to the manufacturer's specification. The suspect belt was returned to manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump had a belt slip. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure, the team had an alarm and a subsequent belt slip error message on the roller pump. The team could not get the roller pump to run appropriately, therefore they decided to place the sucker disposable line in another roller pump raceway. The procedure continued without issue. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician visually observed the drive belt of the roller pump to be split down the middle and was frayed almost to the point of breaking. No functional testing could be completed as the belt was too damaged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.